Manufacturer narrative:
There is no patient information or additional event information available yet. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during the therapeutic procedure, the device broke off and fell into the patient¿s trachea. The broken device was retrieved from the patient. There was no adverse impact to the patient.